Event description:
It was reported that during a pulsed field ablation procedure, while the catheter was in the left atrium the guidewire could no longer be moved in or out. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012690611 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. The catheter arrived with the original guidewire threaded through it, extended about 0.3 inch from the tip of the catheter. During visual inspection of the array, a fragment of foreign material was observed stuck in/on the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. After removing the original guidewire from the catheter, along with a piece of foreign material, the lab test guidewire was successfully inserted and retracted multiple times into the catheter without any issues. No anomalies were identified regarding compatibility. In conclusion, the catheter failed the returned product inspection due to foreign material observed stuck in/on the distal tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.